Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from accu-chek inform ii meter serial number (B)(4). The patient was a neonate and was about (B)(6). The mother had been diagnosed with diabetes mellitus. The result was 105 mg/dl compared with the result from a terumo meter which was 80 mg/dl. The sample had been drawn from the neonate's heel and measured on both meters. First was the terumo strip and then accu-chek inform ii test strip. Due to these differing results, about five minutes later the nurse collected a blood sample from neonate's palm in a naf tube. The result from the central lab was 71 mg/dl. The patient was not adversely affected. Qc had passed on the meter before testing of the patient. The patient's hematocrit was 55%.

Manufacturer narrative:
The meter was checked with control material and was found to be working within specifications. Qc level1 = 45 mg/dl (range 30-60 mg/dl), qc level2 = 289 mg/dl (range 261-353 mg/dl). As the suspect strips were not returned for investigation, a specific root cause could not be determined. Information was not provided regarding the neonate patient's stress, blood flow to the site, tube used by the laboratory or nurse, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained.